Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, which resulted in a delayed transfusion reaction.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation. Immucor investigation laboratory tested retention product for r362, and the retention product performed as expected.